Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not secured to the stand. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not secured to the stand. The customer reported that the central processing unit (cpu) tray cover was damaged. The customer was provided with the part number for a replacement cpu tray cover. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was secured, and the device was returned to service. The customer did not specify how the device was secured. No further details were provided by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.